Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced pelvic organ (vaginal/uterine) prolapse, cystocele, rectocele, stress urinary incontinence, pain, infection, unspecified urinary problems, recurrence, blood loss, and required additional surgical and non-surgical intervention.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(4) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame may 1, 2015 through june 30, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4). The total number of events for product classification code ftm is (B)(4). Qty (B)(4) - pelvisoft acellular collagen biomesh, qty (B)(4) - pelvisoft acellular collagen biomesh, 4cm x 7cm, qty (B)(4) - pelvisoft acellular collagen biomesh, 6cm x 8cm, qty (B)(4) - pelvisoft acellular collagen biomesh, 8cm x 12cm, qty (B)(4) - unknown bmd women's health mesh product.

Manufacturer narrative:
Exemption no. (B)(4). Original reporting time frame may 1, 2015 through june 30, 2015. The information provided by bard represents all of the known information at this time.